Event description:
It was reported that it would not hold syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a crack on the right plunger case. The reported issue could not be duplicated. Error history log review found a flange not in place alarm. The root cause of the reported issue was unable to be determined, no problem was found. Actions were taken to mitigate the reported issue: replaced opto coupler and ear clip as a preventative measure.